Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested as it was based on operational context. The reported material separation was confirmed as a shaping ribbon break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the guide wire was removed from the anatomy using force. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Although it was noted that the physician used force in the attempts to remove the device, this was due to interaction with challenging anatomy, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s heavily calcified and heavily tortuous lesion during advancement, as resistance was reported, resulting in the reported difficult to advance. Further interaction with the challenging anatomy during removal, as resistance was again reported, likely resulted in the reported difficult to remove. Additionally, return device analysis noted that the shaping ribbon was bent at the noted break, indicating that the damage sustained during use likely contributed to the reported break and stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the radial artery with heavy calcification and heavy tortuosity. The access site was the left radial artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was inserted into the radial artery using an introducer needle. Resistance to advancement and removal was noted due to the anatomy and force was applied during withdrawal. A portion of the guidewire separated. The device was retrieved with the help of the introducer needle. Nothing remains in the patient. There was no clinically significant delay in the procedure. No additional information was provided.